Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) exhibited far p oversensing. Programming changes were recommended. No intervention was performed. There were no consequences to the patient.